Manufacturer narrative:
(B)(4).

Event description:
Baxter (B)(4) reported a flogard infusion pump with an f-94 alarm. It is unknown when this condition occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with the reported condition. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any relevant additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "alarm 94" was confirmed during device evaluation. The cause was due to defective main batteries, which were replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.